Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device is displaying a code 1003 error there was no reported patient involvement / adverse patient impact.